Manufacturer narrative:
Follow-up #1: date of submission 03/17/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box indicated unexpected reboots occurred on (B)(6) 2015. Visual inspection revealed that the battery compartment was cracked and the battery compartment threads were stripped. The battery cap was undamaged and was able to secure properly to and be removed easily from a test pump. The battery cap was difficult to remove from the returned pump due to the stripped threads on the battery compartment. However, the battery cap was able to secure properly to the returned pump. The pump powered on normally and successfully completed ezprime steps with no issues. The pump was exercised for 24 hours with no power issues occurring. No errors, alarms, or warnings occurred during investigation. The pump cover was removed and no internal defects were found. The complaint of no power could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump had no power and that the battery cap could not be removed from the pump. The reporter noted that the yellow o-ring was visible and the cap could not be tightened any further nor removed. The reporter stated that the cause of the power loss was being unable to remove the battery cap on order to change the battery. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.